Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Confirmed the moving knee scorpion jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Knee scorpion jaw was not returned along with the complaint device. Function test could not be performed due to the related condition.

Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Confirmed the moving knee scorpion jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Knee scorpion jaw was not returned along with the complaint device. Function test could not be performed due to the related condition.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during root repair surgery the jaw of the knee-scorpion did break off at the tip while pressing together. The broken off piece has been retrieved from the patient. Later, the surgeon mentioned that she probably had a little piece of a bone between it. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.